Event description:
Rptr had pedicle screw fixation system implanted in his spine (9 screws). He was not told these were not FDA approved or were experimental. This system became loose and shifted and had to be surgically removed on 11/23/94. More surgery scheduled to fuse rptr's spine. Add'l serial numbers are: rs096, rs00405, rs00355, rs0025, rs-d150r.